Event description:
The customer reported to customer service that the housing on the transformer was cracked and coming off. The cracks seemed to begin where the screws are on the plug. No sparking, flames, or fire were observed; no injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. A follow up with the customer on (B)(6) 2012 she indicated that she did not witness any smoke, fire, sparking melting, or breach in the transformer housing, stating that she noticed a crack a couple of months prior. The crack had gotten bigger and started going down the side. The crack was on the two top corners at the screw points. She confirmed there were no exposed underlying electronics. Eval summary, for details of the analysis/eval performed on the power supply. In summary, the product eval revealed that the transformer housing was cracked, which could expose the internal electrical circuitry, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked but not to the extent that internal electronics were exposed. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 53.1 ohms, which is normal and indicates that the thermal fuse did not blow.